Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2015 with the following findings: the pump was powered on with the returned battery cap. The keypad cover was found to be intact; there was no peeling or tearing. All keypad buttons were found to be responsive. The keypad cover was removed and there was no contamination found under the key contacts. The pump case was removed and there was no evidence of moisture or loose components found inside the pump. The keypad flex cable was found to be fully inserted in the flex connector and the connector latched. Unrelated to the complaint, the audio bolus button" cover was found to be torn; however, the bolus button was still found to be responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up, down and ok keypad buttons reportedly were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.